Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient with diabetes to report a kinked cannula. The patient had already disposed of the infusion set and later provided a picture of the kinked cannula. The patient inserted a new infusion set and resumed insulin delivery. There was no leaking around the infusion set, the infusion set was not loose, and it was not peeling up; however, a difference in the cannula was noted. The event occurred while in patient use and there was no patient injury.